Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and dust inside the equipment. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope detection issue was due to the no image and dust accumulation inside the device. As for the no image and dust accumulation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center did not work with endoscopes. The event occurred during inspection for use. There were no reports of patient involvement.